Event description:
Manufacturer ref.#: 299247.

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Our field service engineer found a small damage / hole at the joint of the internal high-pressure tube of the compressor. This air leak caused the low pressure alarm. He cut off the damaged part and reinstalled the tube. No part was returned. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the compressor tubing had a hole that caused the reported compressor low pressure alarm. As no goods were returned for investigation, the cause of the tube damage could not be determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service) engineer could not been on the site to investigate the reported issue due to covid-19 outbreak. We have not received any information regarding the compressor's status or any other information from the third party. Therefore the root cause of the reported event could not been identified.